Event description:
In response to (B)(6) hospital's (B)(6) received on august 9th, 2010. (B)(6) re-in serviced the operating room nursing staff on (B)(6) 2010 on how to properly operate the emergency brake release. The operating room staff agreed that the table did not fail. One of the staff, by mistake, opened up the emergency brake release valve. During the operating room procedure, no one realized that the brake system had been opened. There was a pt on the table when this happened and was not injured or compromised. (B)(6) rep re-in serviced all the shifts in labor and delivery on (B)(6) 2010 and made sure that all nursing staff were properly educated with our 6701 table, and the accessories associated with the table.